Event description:
Setting up IV vancomycin infusion in ep lab. When flushing the line and using the roller clamp, the vancomycin continued to drip when the clamp was closed. No harm to the patient. The infusion had not been hooked to the patient yet. This is the third event that a roller clamp has malfunctioned. There was a similar event the same day in the mobile intensive care unit (micu) and also a prior event in the ep lab. All events occurred prior to hooking the infusion to the patient. All three tubings sent to b. Braun for evaluation.